Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that an intraocular lens (iol) did not advance out of shooter into the eye of patient. The cartridge tip was in contact with eye. The lens was never implanted. The event was not reportable at that time. Received a voluntary report with additional information received by health canada, that the surgeon performed a posterior vitrectomy with iol implant. Another lens was used. No further information was provided.